Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered the threshold suspend alarm. The customer¿s blood glucose was 165 mg/dl and the sensor glucose was 52 and 48 at the time of the suspend. The customer was informed that the difference between the blood glucose and sensor glucose readings was not in the acceptable range. The customer was advised about insertion and calibration best practices. The sensor will not be returned for analysis.